Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It was determined that the user could meet abnormal phenomena that would cause the dose to return to zero: monaco crash, monaco program runaway, root cause: ·monaco crash. When the structure with forced electron density was deleted and saved, the structure pointer in the code cannot get the structure object of the deleted structure from either current study-set or the original study-set and the null pointer check for an unique_ptr is missed. Then the null pointer invokes the member function which causes the crash. Monaco program runaway. The null pointer check for the same unique_ptr is missed, sometimes, it causes monaco program to run out of track instead of crash. It was determined that it is not likely that the problem will occur in clinical use and cause serious injury as these conditions would be obvious to the user and indicate a malfunction. In addition, this would be an unusual workflow to contour an internal structure, assign a forced electron density and then delete the structure.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It has been found by the manufacturer that dose status is not changing when structure set properties are changed . No patient involved.